Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat uterine prolapse, cystocele, rectocele, sui and sub urethral hypermobility and mesh was implanted. It was reported that the patient had concurrent procedures of a tah/bso performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent concurrent cystoscopy procedure.